Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesion was located in the moderately tortuous and severely calcified right iliac artery with 99% stenosis and in the chronic totally occluded left iliac artery. During percutaneous transluminal angiography (pta) procedure, an opticross¿ imaging catheter was used to diagnose in target lesion. After angiography was performed using a 4f introducer sheath, a 7f introducer sheath was used then a guidewire was inserted and crossed the lesion. The physician attempted to insert the opticross¿ imaging catheter however, the device was stuck in the occluded site and image was lost. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesion was located in the moderately tortuous and severely calcified right iliac artery with 99% stenosis and in the chronic totally occluded left iliac artery. During percutaneous transluminal angiography (pta) procedure, an opticross imaging catheter was used to diagnose in target lesion. After angiography was performed using a 4f introducer sheath, a 7f introducer sheath was used then a guidewire was inserted and crossed the lesion. The physician attempted to insert the opticross imaging catheter however, the device was stuck in the occluded site and image was lost. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient's status is good.